Event description:
It was reported that noise and insulation damage were detected on the patient¿s right ventricular (rv) lead. The rv lead was revised with the addition of a new pace/sense lead. The remaining portion of the high voltage lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead, implanted: (B)(6) 2014. (B)(4).